Event description:
It was reported that on (B)(6) 2025, the rotating adapter is very tight, and the customer has to turn it multiple times to ease the stiffness prior to attaching it to the manifold. The customer stated that otherwise, the syringe starts to loosen from the manifold and that sometimes the torque from the syringe attached to the manifold starts to loosen as well.

Manufacturer narrative:
It was reported that on (B)(6) 2025, the rotating adapter is very tight, and the customer has to turn it multiple times to ease the stiffness prior to attaching it to the manifold. The customer stated that otherwise, the syringe starts to loosen from the manifold and that sometimes the torque from the syringe attached to the manifold starts to loosen as well. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to d3: manufacturer name, city, and state. Update to d9: device date returned to manufacturer. Update to h3: device evaluated by manufacturer. Update to h6: type of investigation (b), investigation findings (c).